Manufacturer narrative:
The referenced report of the previous pump exchange due to suspected device thrombosis is covered under medwatch MFR# 2916596-2016-00372. (B)(4). Approximate age of device ¿ 4.5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and underwent a pump exchange on (B)(6) 2016 for suspected device thrombosis. It was reported that the patient was listed as status 1ae on transplant list for suspected thrombosis. The patient received a transplant on (B)(6) 2016. Further information was requested but not provided.

Manufacturer narrative:
A correlation between the report of suspected thrombus and the evaluation of the returned pump could not be conclusively determined. It was found that the pump had been exposed to fixative prior to being returned. The pump was returned assembled. Minor distortions were identified in the inflow and outflow graft; however, there was no evidence of interruption of flow. The distortions were possibly caused during or after pump explant. No depositions were found inside the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.